Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient's attorney alleged a deficiency against the device resulting in an unspecified adverse outcome. Product was used for therapeutic treatment. The patient underwent a direct inguinal hernia repair with mesh. The patient underwent revision surgery in 2015. The patient had mesh explanted. The mesh was infected, the patient had adhesions, grossly inflamed tissue, mesh unincorporated and sitting in purulent fluid.

Manufacturer narrative:
This event has been reassessed and found to be a non-MDR reportable complaint. If information is provided in the future, a supplemental report will be issued.